Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one hour and thirty minutes after the end of parotidectomy, wherein two clips were applied, the clips did not hold, necessitating the insertion of several clips for simple vessel ligation. This resulted in hemorrhage and the formation of a compressing hematoma on the facial nerve. The patient faced a significant risk of facial nerve paralysis. Additionally, there was a loss of time during the procedure, and the event led to an extension of the patient¿s hospitalization.